Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, the nurse was administering a medication push through a clear needleless connector when she noticed a leak at the connector and was immediately given a new clear needleless connector, which allowed for normal medication push with no leakage.